Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 269 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's mother stated that the customer had been sick and she believes the insulin pump is operating properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.